Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. According to the customer the patient was sars-cov-2 positive and was hospitalized in (B)(6) 2021. The patient's condition improved and the patient was discharged. In (B)(6) 2021 the patient experienced fever and pneumonia which lead to a sample collection for sars-cov-2 testing. Initial testing (run#41) on liat yielded a positive result for sars-cov-2 with CT value of 35.3. The patient sample was subsequently recollected twice and tested on liat platform (run#42 & run#43), yielding a negative result for all targets both the times. Lamp method testing also yielded a negative result. Only the negative result was released and no harm was alleged. Review of the pcr amplification curves for run#41 shows weak amplification in the sars-cov-2 channel with late CT of 35.3. This CT value is quite close to the assay cutoff for the sars-cov-2 target. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Review of the pcr amplification curves for the positive run#41 shows weak amplification in the sars-cov-2 channel with late CT of 35.3. This CT value is quite close to the assay cutoff for the sars-cov-2 target. An investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4)

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-02314-00. Post-amplification liat® tube for the patient was shipped back by the customer, for confirmation of true target detection, through sequencing. However, the sample was in poor condition and could not be analyzed by sequencing. An investigation did not identify any product problem. No issues related to the customer allegation were identified. (B)(4).

Manufacturer narrative:
This is a follow-up report to provide additional information for 2243471-2021-02314. Additional information was received and new investigational code have been updated. (B)(4).